Manufacturer narrative:
The lot history record of the reported lot number has been reviewed and no issues were noted that would have contributed to this event. The device will not be returned for analysis as it was discarded; therefore, the event cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2014, the patient underwent coiling embolization treatment. During the procedure, it was reported two implant coils could not be detached. The first coil was fully packed into the vessel and would not detach with the instant detacher and with the manual method (breaking of the hypotube, an alternative detachment method presented in the instructions for use). Another implant coil was used and the same issue occurred. A third coil was successfully implanted in the patient with the same instant detacher. The patient was reported to be in stable condition. No patient injury was reported as a result of the procedure. Same event as MDR# 2029214-2014-00746.